Manufacturer narrative:
A sample was returned for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual inspection, the tubing appeared to have separated from the y-clearlink. Dimensional testing was performed with no issues noted. The reported condition was verified and the cause was due to the assembly tail end. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink set disconnected below the distal end port during priming. There was no patient involvement. No additional information is available.